Event description:
It was reported that syringe 50ml ll had a compromised sterile barrier. The following information was provided by the initial reporter: "reason: problem sealing the packaging of some syringes".

Manufacturer narrative:
H.6. Investigation summary three photos were provided to our quality team for investigation. Upon visual inspection, the package is observed to be improperly sealed. A device history record review did not reveal any documented quality issues during the production of lot number 2002278 that could have contributed to this incident. During the packaging process, adhesive tape is used when a paper roll is changed, the operator attaches a portion of the end of the empty roll to the new roll using this tape. There is a detector in the packaging machine to identify this union and automatically send this portion of paper to a rejection ramp. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the root cause of this incident was determined to be operator error as the tape was not placed on the roll therefore the detection system did not identify and reject this portion as intended. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll had a compromised sterile barrier. The following information was provided by the initial reporter: "reason: problem sealing the packaging of some syringes".